Event description:
It was reported that the distal cover fell off ("used improperly") from the endoscope in the patient during an unknown procedure and was left behind patient's throat. The suction function was used to withdraw the cover from patient's throat and was able to be removed without any patient harm. Follow-up questions are requested but no response has been received regarding the procedural details and patient outcome due to the event. This report is related to the following linked patient identifiers: (B)(6).